Event description:
It was reported during a cholecystectomy procedure that the clip was formed tear-shape. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/16/2008. Information anticipated, but unavailable at this time.